Event description:
It was reported that a pt, who underwent a posterior vcr, presented with a granuloma at an unk time post op. The pt underwent a revision surgery for implant removal. After the revision, the pt's kyphoscoliosis continued to progress.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.